Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor cannot be turned on occurred due to faulty switching power supply. The cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported that the 4k uhd lcd monitor could not be turned on, during inspection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, after the monitor was powered on, the power indicator lit up once and then went out, without any image display. Upon inspection, no collision or damage was found on the monitor housing, and no immersion or other adverse phenomena were found inside. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.